Event description:
Facility reported that the patient arrived at the clinic without any complaint. Treatment was initiated via the right internal jugular line without incident at 12:20 pm. At 2:00 pm the machine temperature alarm triggered. The patient's care giver and clinical staff noted a slow dripping of blood from the venous end of the dialyzer header. The header cap was tightened and the leakage stopped. Ebl 700 cc. Treatment was stopped per the patient's md and the patient was taken to the hospital via ambulance where she received 4 units of blood. Pre hct 35, post hct 20. The dialyzer was saved by the clinic and arrangements have been made to have it sent back to co for evaluation.